Event description:
It was reported the patient underwent total hip replacement due to femoral neck necrosis in 2005. The patient felt a pain in the hip and was hospitalized in 2005. The surgeon found that the ceramic shell was broken and performed revision surgery in august 2005.